Event description:
It was reported that the customer had a broken needle on a sensor that she tried to insert yesterday. Customer was advised that sensors that are out of date are normally not replaced and are not recommended for us. Customer stated that she has 4 left in the box and that she is using them. Customer hung up since the sensors that were past the expiration date would not be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.